Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the left side wheellock is rubbing on the tire due to the left side frame being bent.